Event description:
During routine preventive maintenance (pm) testing, it was observed that the pump's speaker failed to emit sound. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause is undetermined at this time. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing, it was observed that the pump¿s speaker failed to emit sound. A review of the device¿s serial number history did not identify any prior similar complaints. The failure mode was confirmed, and the probable cause has not been determined at this time. A supplemental report will be filed upon completion of the investigation. Reference: complaint # (B)(4).